Manufacturer narrative:
Failure analysis was performed on the battery and power supply. Visual inspection revealed no anomalies. Applied 110vac to the power supply while connected to a computing platform (cp) without inserted battery pack. The cp was turned on. It powered-up normally with no anomalies. While running the inserted power supply plug was wiggled repeatedly over a 4-hour period. The cp maintained power throughout this period with no intermittent operation observed. Output voltage measured ok. Unable to confirm the reported failure. Checked power supply output connector plug barrel under microscope. Noted foreign material/contaminate covered parts of the +19v contact forks. This contamination may have contributed to the service reported failure mode. Battery led analysis: no led indications. Inserted battery into operating encore programmer, programmer charge led flashes. Removed ac power from programmer: programmer shut down. Reinserted battery and attempted charge for 15 minutes. Removed ac power from programmer: programmer shut down again. Battery analysis indicated a permanent battery failure. Conclusion: unable to confirm service center complaint. Power supply maintained power during entire investigation. Confirmed customer complaint that battery pack will not charge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: programmer shut down one time during 48 hours of bench testing and this occurred while moving the device and it was not possible to pinpoint the cause of the failure. The programmer was connected with a known good power supply for 48 hours and did not shut down. The provided power supply was connected with a known good programmer for 48 hours and did not shut down. The provided battery was connected with a known good programmer and power supply for 48 hours and did not shut down. The power input connector was wiggled and device maintained power. The power input connector was viewed under a microscope and no fault was found. Replaced power supply as a preventative. The provided battery is not charged and would not charge in provided programmer or a known good programmer. A known good battery would charge in provided programmer. All salvaged material was visually inspected and functionally tested. Device passed functional, safety and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was shutting down without warning while the power cord was active and the battery was not holding a charge. The programmer was returned for service. There was no patient involvement.